Manufacturer narrative:
The heat exchanger side seam bond leak was not reported by the customer. Medtronic was first aware that the oxygenator leak originated at the heat exchanger side seam bond upon product return analysis. Product analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes, which revealed a leak at the heat exchanger side seam. Conclusion: medtronic confirmed a heat exchanger side seam leak through device performance testing. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure leak test results prior to distribution. (B)(4).

Event description:
Medtronic received information indicating that during the case, using this affinity oxygenator, a leak was observed. The device was changed out with no resulting adverse patient effects. Additional information was received upon product return analysis. During pressure integrity testing, the device leaked at the heat exchanger side seam bond.